Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that while trying to release the angio-seal device, it showed that the anchor was not released and no suture was present in the system. They system was easy to retract and hemostasis was achieved by manual compression and a compression bandage. There was no health damage to the patient.

Event description:
Additional information was received on 8/8/18: the procedure being performed was a pci (percutaneous coronary intervention). A 6fr procedural sheath was used prior to the angio-seal device. The reported blood loss was less than 250cc. The patient was stable and there was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angio-seal vip device was received product evaluation. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. It is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. A review of the device history record of the product code/lot# combination was conducted with no findings.